Event description:
The patient's treating physician reported that the patient has not been in the clinic and he has no further information.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records and available programming and diagnostic history were reviewed. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results revealed high lead impedance (impedance value >= 10,000 ohms). X-rays were taken the same day and were provided to the manufacturer for review. Based on the x-rays received, the cause of the high lead impedance indicated is due to the presence of the gross lead fracture observed. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.